Manufacturer narrative:
This right ventricular (rv) lead remains in service. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that during a routine follow up visit, this right ventricular (rv) lead revealed a rise in pacing impedances greater than 2500 ohms and a loss of capture (loc) for an unknown duration. An x-ray was performed and no dislodgment was found. The physician elected to leave the lead in place and follow up at a later date. No adverse patient effects were reported.